Event description:
Device 1 of 2. Reference MFR report # 1627487-2010-01600. The pt received her scs system consisting of two leads and an ipg on (B)(6) 2008. It was reported that all lead contacts became invalid and the ipg became uncomfortable. It was also reported that the pt had lost a significant amount of weight. The system was replaced on (B)(6) 2009, with the pt receiving a smaller model ipg. Follow up on the pt found that no further issues have been reported. The explanted leads and ipg were returned to ans for eval. No further info is available.

Manufacturer narrative:
Device 1 of 2. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. All wires broken and lead failed continuity testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.